Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043464) on 10-aug-2015. The most recent information was received on 01-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/pain"), uterine perforation ("perforation (uterus)"), menorrhagia ("heavy menstrual cycle with blood clots the size of golf balls/abnormal bleeding (vaginal menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included varicella, human papilloma virus infection, urinary tract infection, anxiety and pregnancy termination. Concomitant products included alprazolam (xanax). On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced fatigue ("fatigue"). In february 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On 24-mar-2010, 3 months 3 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and the first episode of abdominal pain lower ("cramping"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), breast pain ("painful breast"), hypertension ("high blood pressure"), premenstrual dysphoric disorder ("pmdd"), peripheral swelling ("swelling of leg"), joint swelling ("swelling of ankles"), restless legs syndrome ("restless leg syndrome"), loss of libido ("no libido"), abdominal distension ("swelling of abdomen"), abdominal pain ("stabbing pain in abdomen"), vulvovaginal mycotic infection ("constant yeast infections"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and the second episode of abdominal pain lower ("lower abdomen sometimes it was left, sometimes right"). The patient was treated with surgery (bilateral salpingectomy (removal of fallopian tubes) and total hysterectomy). Essure was removed on 10-mar-2016. At the time of the report, the pelvic pain, uterine perforation, menorrhagia, genital haemorrhage, breast pain, hypertension, premenstrual dysphoric disorder, peripheral swelling, joint swelling, restless legs syndrome, loss of libido, abdominal distension, abdominal pain, vulvovaginal mycotic infection, hormone level abnormal, vaginal haemorrhage and dysmenorrhoea outcome was unknown, the migraine, headache and dyspareunia was resolving and the nausea, fatigue and the last episode of abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, breast pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypertension, joint swelling, loss of libido, menorrhagia, migraine, nausea, pelvic pain, peripheral swelling, premenstrual dysphoric disorder, restless legs syndrome, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 24-mar-2010: inconclusive on 10-mar-2016, findings revealed normal uterus, normal bilateral fallopian tubes, normal bilateral ovaries (left ovary had small <1cm follicular appearing cysts). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect . In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 1-mar-2018: pfs received: new events added- hormonal changes, abnormal bleeding (vaginal), migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, perforation (uterus) and lower abdomen sometimes it was left, sometimes right. Fup 6 and 7 processed together. On 1-mar-2018: fup 6 and 7 processed together. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043464) on 10-aug-2015. The most recent information was received on 04-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/pain"), uterine perforation ("perforation (uterus)"), menorrhagia ("heavy menstrual cycle with blood clots the size of golf balls/abnormal bleeding (vaginal menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicella, human papilloma virus infection, urinary tract infection, anxiety, pregnancy termination and blood pressure high. Previously administered products included for birth control: yas. Concomitant products included alprazolam (xanax), caffeine;magnesium salicylate (diurex water pills) since 2016 and hydrocodone since 2010. On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced fatigue ("fatigue"). In february 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2010, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2016, the patient was found to have hormone level abnormal ("hormonal changes") and experienced anxiety ("hormonal changes - anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced breast pain ("painful breast"), hypertension ("high blood pressure"), premenstrual dysphoric disorder ("pmdd"), peripheral swelling ("swelling of leg"), joint swelling ("swelling of ankles"), restless legs syndrome ("restless leg syndrome"), loss of libido ("no libido"), abdominal distension ("swelling of abdomen"), abdominal pain ("stabbing pain in abdomen"), vulvovaginal mycotic infection ("constant yeast infections") and abdominal pain lower ("cramping/ lower abdomen sometimes it was left, sometimes right"). The patient was treated with antidepressants and surgery (bilateral salpingectomy (removal of fallopian tubes) and total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, menorrhagia, genital haemorrhage, breast pain, hypertension, premenstrual dysphoric disorder, peripheral swelling, joint swelling, restless legs syndrome, loss of libido, abdominal distension, abdominal pain, vulvovaginal mycotic infection, hormone level abnormal, vaginal haemorrhage, dysmenorrhoea and anxiety outcome was unknown, the migraine, headache and dyspareunia was resolving and the nausea, fatigue and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, breast pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypertension, joint swelling, loss of libido, menorrhagia, migraine, nausea, pelvic pain, peripheral swelling, premenstrual dysphoric disorder, restless legs syndrome, uterine perforation, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: results: inconclusive. Diagnostic results: on (B)(6) 2016, findings revealed normal uterus, normal bilateral fallopian tubes, normal bilateral ovaries (left ovary had small 1cm follicular appearing cysts). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect . In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 4-dec-2018: plaintiff fact sheet received ¿ new events hormonal changes ¿ anxiety was added. Treatment , concomitant and historical drugs were added. Medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043464) on 10-aug-2015. The most recent information was received on 12-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/pain/horrible pain'), uterine perforation ('perforation (uterus)'), menorrhagia ('heavy menstrual cycle with blood clots the size of golf balls/abnormal bleeding (vaginal menorrhagia)') and genital haemorrhage ('heavy bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicella, human papilloma virus infection, urinary tract infection, anxiety, pregnancy termination and blood pressure high. Previously administered products included for birth control: yas. Concomitant products included alprazolam (xanax), caffeine;magnesium salicylate (diurex water pills) since 2016 and hydrocodone since 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("cramping/ lower abdomen sometimes it was left, sometimes right"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and anxiety ("hormonal changes - anxiety"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced breast pain ("painful breast"), hypertension ("high blood pressure"), premenstrual dysphoric disorder ("pmdd"), peripheral swelling ("swelling of leg"), joint swelling ("swelling of ankles"), restless legs syndrome ("restless leg syndrome"), loss of libido ("no libido"), abdominal distension ("swelling of abdomen"), abdominal pain ("stabbing pain in abdomen") and vulvovaginal mycotic infection ("constant yeast infections"). The patient was treated with antidepressants and surgery (bilateral salpingectomy (removal of fallopian tubes) and total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, fatigue and abdominal pain lower had resolved, the uterine perforation, menorrhagia, genital haemorrhage, breast pain, hypertension, premenstrual dysphoric disorder, peripheral swelling, joint swelling, restless legs syndrome, loss of libido, abdominal distension, abdominal pain, vulvovaginal mycotic infection, hormone level abnormal, vaginal haemorrhage, dysmenorrhoea and anxiety outcome was unknown and the migraine, headache and dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, breast pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypertension, joint swelling, loss of libido, menorrhagia, migraine, nausea, pelvic pain, peripheral swelling, premenstrual dysphoric disorder, restless legs syndrome, uterine perforation, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: inconclusive. Diagnostic results: on (B)(6) 2016, findings revealed normal uterus, normal bilateral fallopian tubes, normal bilateral ovaries (left ovary had small <1cm follicular appearing cysts). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect . In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 12-jun-2019: case received via social media received. Event outcome of pelvic pain was updated from unknown to recovered/resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains"), menorrhagia ("heavy menstrual cycle with blood clots the size of golf balls") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax). On (B)(6) 2009, the patient had essure inserted. On an unknown date, 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), breast pain ("painful breast"), hypertension ("high blood pressure"), premenstrual dysphoric disorder ("pmdd"), peripheral swelling ("swelling of leg"), joint swelling ("swelling of ankles"), restless legs syndrome ("restless leg syndrome"), loss of libido ("no libido"), abdominal distension ("swelling of abdomen"), abdominal pain ("stabbing pain in abdomen"), vulvovaginal mycotic infection ("constant yeast infections") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), breast pain ("painful breast"), hypertension ("high blood pressure"), premenstrual dysphoric disorder ("pmdd"), peripheral swelling ("swelling of leg"), joint swelling ("swelling of ankles"), restless legs syndrome ("restless leg syndrome"), loss of libido ("no libido"), abdominal distension ("swelling of abdomen"), abdominal pain ("stabbing pain in abdomen"), vulvovaginal mycotic infection ("constant yeast infections") and abdominal pain lower ("cramping"). The patient was treated with surgery (total laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, breast pain, hypertension, premenstrual dysphoric disorder, peripheral swelling, joint swelling, restless legs syndrome, loss of libido, abdominal distension, abdominal pain, vulvovaginal mycotic infection and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, breast pain, genital haemorrhage, hypertension, joint swelling, loss of libido, menorrhagia, pelvic pain, peripheral swelling, premenstrual dysphoric disorder, restless legs syndrome and vulvovaginal mycotic infection to be related to essure. The reporter commented: the seriousness criterion "other serious (important medical events)" was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received - case became incident as plaintiff eventually underwent surgical intervention consisting of total laparoscopic bilateral salpingectomy, lawyer was added as reporter, essure model #305 was inserted (previously reported as model #205).the events pelvic pains, cramping and heavy bleeding were added. Product start date (B)(6) 2009 added. Product indication added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.